Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure alarm during self test. The customer's blood glucose was 10 mmol/l at the time of incident. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump also had a keypad anomaly but the issue was resolved while troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test in that the notification led did not light up when it was supposed to. Hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing. In addition to this, the left arrow and go back keypad buttons were intermittent. After swapping the boards to another case, swapping a known good electrical board onto electrical board , and checking the keypad itself, it seems that the problem is isolated to electrical board .